Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the outlet end was broken and the bottom leaked on the valve pre-operatively.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, valve flux test, pressure-flow, and preimplantation testing. The valve did not meet the requirement for leak testing due to a tear on the distal occluder under the outlet connector. It is unknown how or when the damaged occurred. The IFU that accompanies the product cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿. There were no anomalies found during the review of the design history record. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.